Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned they can't seem to get the unit to provide them with any therapy. Patient mentioned that they noticed today, that the stimulation is not working. Agent asked patient if they saw any message like stimulation is off and patient mentioned no. Agent had patient checked and patient confirmed stimulation is on. Patient was in group b at the time of the call and confirmed the green light was surrounding the letter b. Agent had patient increase the intensity and patient mentioned they have tried increasing or decreasing the stimulation to make them feel better or comfortable but that did not resolve the issue. Agent had patient switch to group a and patient did not feel any comfort or relief. Agent had patient then switched to group c and increased the stimulation and felt a tingle. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and have the programs checked.